Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. Customer stated unit put on patient thus unavailable for servicing. If other issues arise, it will be evaluated as part of a separate order. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had stopped working for 10 minutes and alarm not activated . No patient harm reported. Users swapped out console to continue treatment without issue.